Event description:
Sorin group received a report that the s5 double head pump was under occluded even after checking the occlusion during setup. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) mfrs the s5 double head pump. The incident occurred in asia. This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 double head pump was under occluded even after checking the occlusion during setup. There was no report of pt injury. The pump was checked by the hosp and no faults could be detected. The occlusion resolution on the rotor was found to be within the specified range. Investigation is on-going. A f/u report will be sent when the investigation is complete.